Manufacturer narrative:
E1 patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient was hospitalized on (B)(6) 2025 due to hypoglycemia. The blood glucose level was 70 mg/dl at the time of event and the patient got treated with 2 dose glucagon shot. No further information available.